Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the chair momentarily slows, then speeds up. It has been recalibrated and it has not helped. MDR filed.